Manufacturer narrative:
Results of investigation: vyaire medical was able to verify, the customer's reported issue. Log file received shows, that the inspiration valve, failed on the step loss test. Indicating, defective inspiration valve ot. Informed customer, that the inspiration block needs replacement.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. Therefore, no further evaluation can be identified. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported bellavista 1000 frequency and tidal volume became unstable during ventilation. The doctors from the hospital doesn't want to use bellavista ventilators. They claimed that the patient is uncomfortable if they uses bellavista ventilators. Using the same setting, they removed the patient and placed on a pb840 ventilator, the patient feels comfort and breath quite comfortably. Furthermore, there was no patient harm or injury associated with the event.